Manufacturer narrative:
Results of investigation not available at time of submission of this report. A supplemental MDR will be submitted once available.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a signal artifact monitor (sam) episode which occurred due to minute ventilation (mv) signal oversensing. Subsequently high out of range right atrial (ra) pacing impedances of greater than 3000 ohms. Technical services (ts) was contacted and recommended further in clinic evaluation. This crt-d remains in service. No adverse patient effects were reported.